Event description:
A facility reported a problem with calibration of a certas valve. The valve was implanted with pressure setting 7, and when trying to change the setting to 6, it was not possible. The manual kit used was already used to adjust another vp shunt without any problem. The patient is in stable condition; however, the surgeon believes that if the setting is changed to 6, it will be better. On (B)(6) 2022 a valve revision was done.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis - -the valve was visually inspected; the needle guard was raised. The valve passed the tests for programming, occlusion, leaks, reflux, and pressure. No root cause could be determined as the technician could not confirm any programing issues with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, as shown in the investigation report no programing issues were noted. The root cause for the, for the raised needle guard noted during the investigation is due to wrong handling as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Event description:
N/a.